Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 300 to 400 mg/dl. Customer was treated with glucose syringes. Customer did not allege insulin pump was under delivering. It was unknown whether customer used auto mode. Troubleshooting was not performed. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.